Manufacturer narrative:
The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl."

Event description:
Healthcare professional reported "bia-alcl and capsular contracture baker grade ii". This record is for the left side. No biomarkers were provide it. Device remains implanted.